Event description:
Boston scientific crm received information that this device was scheduled to be changed out. It was thought that the device would have lasted longer. No adverse patient effects were noted.

Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.